Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was over 32 mmol/l. The customer¿s current blood glucose value was 25 mmol/l. The customer did not experienced symptoms of high blood glucose value. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged cosmetic damage located at the battery compartment found on (B)(6)2022. Alleged having high blood glucose. Device passed the functional tests, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, delivery accuracy test at 0.08530 inches, and p-cap locks properly into the reservoir compartment. Hardware low level failures alarmed during self-test and was confirmed in the formatted history file (variable info = 3) on (B)(6)2022 06:39:13. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, missing display window/cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, label damage, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high blood glucose. Hardware low level failures alarmed during self-test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) and pin#1 (vdd) at keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.